Event description:
It was reported the patient¿s entire drg system was removed due to an infection at the ipg site. Explant date is unknown. Postoperatively, the patient was treated with antibiotic therapy. Infection has resolved.